Event description:
Device analysis found that the proximal shaft outer tubing was separated. There was no patient involved.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis found that the outer proximal shaft was kinked at multiple places distal to the strain relief. The microdelivery catheter was stretched at 48.5cm from its proximal to distal, and due to stretching, the proximal shaft outer tubing separated. The microdelivery catheter was also kinked under the strain relief and compressed on its middle shaft. The inner braided tubing was intact and the stent was in its intended location. The stabilizer appeared to have kinked and separated at 7.6cm on its proximal shaft, and it was compressed on its distal shaft. The microdelivery catheter, stabilizer and stent were found conforming to their visual and required specifications. The exact cause for the observed device damages could not be definitively determined. However, information available indicated that no anomalies were observed on the device post unpacking and that difficulties were encountered during preparation of the device. Therefore, a root cause of handling damage has been assigned to this investigation.